Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in mildly tortuous and mildly to moderately calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation after stenting. However, during the second inflation at 17 atmospheres for 4-5 seconds, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported.